Event description:
The patient experienced reflux almost immediately following implantation of the lap band. Approximately one year later the signs and symptoms grew increasingly severe and a slippage was diagnosed. Pt had the band removed. After surgery, pt was put on a ventilator reportedly suffering pneumonia which developed into ards. Subsequently died. The device has been neither implicated nor exonerated with regard to the event.